Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was multiple nd alarms; one happened after 20 hours into the infusion and the others were right after hook up. No further information available. There was no patient injury reported.

Event description:
Facility reported multiple no disposable alarms; one happened after 20 hours into the infusion and the others were right after hook up. No further information available.